Event description:
It was reported the flushing pump's flushing pump was not working. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no new reportable findings. This event was caused by a component failure of pump head. The cause of the pump head failure could not be determined. The most likely cause is that the performance of a consumable deteriorated as the number of usages increase. A device history review of the actual product was conducted and found no problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.